Event description:
It was reported that 5 total ll vlv adpt(stand alone) sets had blockage issues when drawing blood. The following information was provided by the initial reporter: "the staff have complained that they are unable to draw blood through the port. Replacing the port fixes the issue. This has happened 3 times recently now."

Manufacturer narrative:
H.6. Investigation: one sample (model #2000e) was returned by the customer. It was reported by the customer that they are unable to draw blood through the port. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 21036265 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21036265 regarding item #2000e. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 total ll vlv adpt(stand alone) sets had blockage issues when drawing blood. The following information was provided by the initial reporter: "the staff have complained that they are unable to draw blood through the port. Replacing the port fixes the issue. This has happened 3 times recently now."